Event description:
2013 (B)(6). Oc interface (sdy): it was reported that the patient had a urinary tract infection (uti). The patient experienced burning with urination, frequency, and a small about of blood with wiping. The patient was treated with pyridium and bactrim ds. The event was still ongoing.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v589285, implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient outcome was resolved without sequelae on (B)(6) 2013.